Manufacturer narrative:
No injury reported. Device was new. Nature of complaint suggests a new product, and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as the compressor wears in. Device is thermally protected. Manufacturer is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed.

Manufacturer narrative:
No injury reported. Device was new. Nature of complaint suggests a new product, and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as the compressor wears in. Device is thermally protected. Manufacturer is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed. (B)(4).

Event description:
The unit had a burning smell when the dealer plugged it in for the first time. No injury is alleged.

Event description:
The unit had a burning smell when the dealer plugged it in the first time. No injury is alleged.